Manufacturer narrative:
H3: the device was received for evaluation. Lot history review could not be performed as no lot number was provided. Visual inspection found no damage or anomalies. Functional testing confirmed leakage at the tube luer junction, and disassembly identified a solvent channel on the tube. The root cause was determined to be a solvent application error during assembly. No repair was performed.

Event description:
It was reported that it was found that there was a medication liquid leakage from the connector part on the patient's side. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
December was the reported month of the event, but the year/day were not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.